Event description:
It was reported that this patient recently received inappropriate bursts of anti-tachycardia pacing (atp) and shocks due to rapidly conducted atrial fibrillation. The shocks did not terminate the arrhythmia and the patient was subsequently hospitalized. Technical services was contacted and recommended performing diagnostic imaging to assess the right ventricular (rv) lead placement prior to a potential revision procedure. At this time, the device and rv lead remain implanted and in-service. The patient is stable.